Event description:
Pt's right knee was revised due to poly wear. There was medial wear on the insert. Replaced tibial tray and tibial insert. All other components were in good condition and well fixed.